Event description:
Caller reported an issue with the t:slim x2 pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem wall adapter with the tandem charging cable. Tandem customer technical support informed the caller that using third-party charging supplies is not recommended for the pump unless for troubleshooting, and the caller acknowledged this. A replacement tandem wall adapter was sent via two-day shipping, and no further assistance was required as the pump began charging successfully.